Manufacturer narrative:
This event occurred in netherland. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. The e-fix was used without anti tippers causing the end-user to fall. A malfunction or deterioration in the characteristics or performance of the e-fix device did not occur. In the instruction for use it is explicitly mentioned that the e-fix must not be operated without anti tippers. The e-fix was not used as indicated.

Event description:
The wheelchair to which the e-fix is attached does not have anti-tippers and the end user fell. Due to the fall the user broke both legs.